Manufacturer narrative:
Concomitant product: product ID: addrl1, ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead had low impedance and a suspected insulation failure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.